Event description:
Or physicians were preparing to take pt off "bypass" following CABG procedure. When the narkomed 3 anesthesia unit was turned on to switch the pt over the unit would not function properly. Another anesthesia unit was brought in to replace it. The pt's condition was not compromised because they were under direct supervision of the attending physicians. The MFR was notified of the malfunction, and it was found that the ventilator solenoid switch was the cause of the ventilator sticking in the inspiratory phase. The unit had undergone vigilance preventive maintenance by the MFR the month before.